Event description:
It was reported that the downstream occlusion sensor seal was torn. There was no patient involvement. No patient involved. (B)(6). No further information provided. Int# (B)(4).

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of torn downstream occlusion (dso) seal. No service history within last twelve months. No relevant errors were found. Visual inspection confirmed dso seal was bubbling and cracking in the center. Replaced dso seal. Device passed all testing criteria post repair.